Event description:
It was reported that prior to a coronary artery drug eluting stenting treatment procedure, the shaft broke. Per the facility "the shaft broke outside the pt's body while it was being handled. There was no injury to the pt." The physician went on to complete the procedure by placing 4 taxus express2 stents.

Manufacturer narrative:
As of the date of this report, the device has not been received for analysis.